Event description:
The surgeon implanted a plate silicone lens model aa4204vl and the lens did not fold out properly during insertion. The lens was implanted and removed without patient injury, it was stated that contact could not recall the model and lot numbers of the cartridge and injector used during surgery.